Event description:
Technician found the bed "down" storage. No pt impact reported. Alleged head up function is not working.

Manufacturer narrative:
Technician found that the head up function was not working manually or under power. Battery led was on. Problem found to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.